Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-8216-50, serial/lot: (B)(4), description: artisan lead 50 cm.

Event description:
A report was received that the patient experienced a hematoma after undergoing an implant procedure. The patient was driving home when she began to lose feeling in her legs. The patient returned to the hospital and the doctor discovered that the patient had a blood clot. The patient underwent a revision procedure to explant the entire system. Two days after the explant procedure, the patient was doing well. The patient has feeling back in her legs and was discharged from the hospital. The explanted products will not be returned to bsc for analysis as no malfunction was suspected.